Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were allowed 12 boluses per day, and they were having issues with the ptm (personal therapy manager) connecting to their pump to give a bolus. The patient stated that the issue initially started from day one when they got the new pump. The patient confirmed the 90% lag issue and stated that they cleared the cache, and they could clear the cache, but the issue had gotten worse. The patient added that it took 4 to 5 minutes to deliver the bolus, and they saw a pop up that said, "not responding". The agent reviewed information and assisted the patient with deleting the data on the handset after which the patient was able to connect to the pump and stated that they were able to connect so fast. The patient was going to monitor the issue and call back if further assistance was needed.

Manufacturer narrative:
Continuation of d10: product ID a820. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.